Event description:
It was reported to philips that monitor failed to read 12 lead. Electrodes applied and cables connected but monitor shows no connection in all leads. Patient transferred to truck. Crew placed the monitor in the smart mount for transport and all leads began to read. Device would only read leads while in the smart mount . A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.